Manufacturer narrative:
The baxter technician thoroughly inspected the system and was unable to duplicate the reported issue. The system functioned as designed. No malfunction. No report of serious injury or death. Baxter does not consider this complaint reportable.

Event description:
It was reported by the customer¿s biomed representative that staff reported a patient exited the versacare bed and fell on (B)(6) 2024 at approximately 13:15. No patient injury was reported. The customer reported there was no toning, notifications at the main console, or illuminated dome light to alert staff. Per the customer, the status board had frozen shortly before the fall. After the fall, staff noticed that several rooms were showing nps status as paused as if someone was in the room. Safety alerts were suspended so the bed alarm was not set and there was no alarm at all when the patient got out of bed. There was a dozen or so rooms stuck like this. There were no bed error alerts and locator badges were not working with nps/locating to turn them back on. To resolve the issue, the customer turned safety alerts back on from the grs5 bed management screen or rebooted the room from the main grs10 console. The customer tested with a couple nurse badges and the bed alarms were disarming and arming again properly. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system offers several calling options depending on the configuration of the facility. The patient detection system is indirectly capable of detecting a patient by two methods: 1. Continuous monitoring of a bed scale streaming weight values (supported beds include versacare). 2. Receiving an explicit data point from the bed indicating patient detection. The voalte smartsync solution instructions for use (IFU) (http://cws-helpcenter-review.hrc.corp/4.0.400.external/) includes the following caution: patient detection is not supported for patients under 60 lbs. In order to obtain an accurate weight for the purposes of patient detection, the bed scale must always be zeroed before the patient is placed in the bed. Troubleshooting activities and review of the nurse call event log (see chronos report in diligence log) by the baxter care communications team, determined the cause of the incident involving the patient fall was likely due to use error. The event logs do not show that a patient weight was captured, suggesting the bed was not zeroed properly when the patient was admitted. A patient weight was recorded after the fall occurred and the weight registered as 23.8 kg (52 lbs), which is under the minimum requirement of 60 lbs. Investigation is ongoing to determine the cause of the broader allegation of status board freezing, suppression of patient safety, and locating not functioning properly. In this event, a patient fall occurred; however, no patient harm was reported and there was no report of medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury did not occur in this case. The cause of the fall event was likely due use error (patient did not meet minimum weight requirement for patient detection). If the reported event were to recur, it would be likely to cause or contribute to a death or serious injury. Prevention of this type of event is outlined in the device IFU. However, at this time, a malfunction of the nurse call system cannot be ruled related to the customer allegation of status board freezing, suppression of patient safety, and locating not functioning properly. Investigation into this allegation is ongoing and the complaint will be reassessed when additional information becomes available.

Event description:
It was reported by the customer¿s biomed representative that staff reported a patient exited the versacare bed and fell on 13aug2024 at approximately 13:15. No patient injury was reported. The customer reported there was no toning, notifications at the main console, or illuminated dome light to alert staff. Per the customer, the status board had frozen shortly before the fall. After the fall, staff noticed that several rooms were showing nps status as paused as if someone was in the room. Safety alerts were suspended so the bed alarm was not set and there was no alarm at all when the patient got out of bed. There was a dozen or so rooms stuck like this. There were no bed error alerts and locator badges were not working with nps/locating to turn them back on. To resolve the issue, the customer turned safety alerts back on from the grs5 bed management screen or rebooted the room from the main grs10 console. The customer tested with a couple nurse badges and the bed alarms were disarming and arming again properly. This report was filed in our complaint handling system as complaint # (B)(4).